Event description:
It was reported a patient enrolled in a clinical study underwent left totally knee arthroplasty on an unknown date. Subsequently, the patient underwent manipulation of the left knee on (B)(6) 2005 due to arthrofibrosis. No components were removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, date explanted - unknown, manufacture date ¿ unknown.